Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other proglide device referenced is filed under a separate manufacturing report number.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a device with a 7f sheath after a percutaneous coronary intervention. Reportedly, upon pulling the suture, there was resistance, it could not be pulled. After removal, it was noted to be tangled with the guide wire which was not removed prior to proglide deployment. A second proglide suture was attempted and came out of the artery while tightening the knot. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to the initially filed report, information correction: it was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 7f sheath after a percutaneous coronary intervention. Reportedly, after removal of the device and upon pulling the suture, there was resistance, it could not be pulled. The suture was noted to be tangled with the guide wire. A second proglide suture was attempted and came out of the artery while tightening the knot. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿suture was attempted and came out of the artery while tightening the knot¿ could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.